Manufacturer narrative:
As received, a complete lead was returned in one piece. Analysis was completed. Visual inspection found external insulation abrasion consistent with friction to the device can. The lead was otherwise normal.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the patient's atrial lead was sensing noise. The lead was explanted and replaced without issue. The patient was stable throughout.